Manufacturer narrative:
Concomitant medical products: product ID :8731sc, serial#: (B)(4), implanted: (B)(6) 2012, product type catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 24-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump for spinal pain and radiculopathy. The pump administered baclofen with concentration 300 mcg/ml at a dose rate of 45 mcg/day and bupivacaine with concentration 12 mg/ml at a dose rate of 1.8 mg/day. It was reported that they received an order to shut off the patient¿s pump. On (B)(6) 2020, a catheter issue was reported. They were going to replace the pump. The pump off pass code was requested. The pump logs were reviewed at the time of the report and they confirmed no issues. Setting the pump to a minimal rate until they can fix the catheter issue was being considered since the pump has an end of service (eos) date of (B)(6) 2023. The company representative was to call the physician to review considerations as there was no issues with pumps currently. No patient symptom was reported. No further patient complications have been reported as a result of this event.